Event description:
It was reported that at a device follow-up, one month post implant, the atrial impedance was > 9999 ohms, bipolar, values acceptable in unipolar. The lead positions were good, and the parameters were within normal limits. It was believed to be a connector problem, and the device was replaced. There were no further problems reported after device changed out.